Manufacturer narrative:
D$: UDI, g4, b3 unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. A review of the device¿s event history log found records of error code 1870. Functional testing was conducted. Upon review, the reported problem was duplicated. It was determined the root cause was from a possible defective motor gear. The motor gear was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an 1870 error. The event occurred while in use with a patient. No adverse patient effects were reported by the customer.